Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 509 mg/dl. The customer also reported their blood glucose was 282 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump and then with a manual injection. It was also found the customer did not experience any symptoms of high blood glucose. Troubleshooting found the had a tiny air bubble in the tubing. It was also found insulin was able to exit from the tubing during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.